Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that once he put the reservoir into the insulin pump, the insulin pump would not stop filling. The insulin kept dripping. He got loading incomplete. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. The pump primed properly and no unexpected loading incomplete alarms noted during testing. The insulin pump was received with scratched case and pillowing keypad overlay.